Event description:
The customer stated that she went to the emergency room due to high blood glucose levels after an infusion set change. The customer stated that she removed the infusion set, and noticed that the cannula was slightly bent. The customer felt that this was the reason for the high blood glucose, and declined troubleshooting. The customer was not feeling well, and had also been vomiting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.